Manufacturer narrative:
Device eval: the customer did not return any devices for eval. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. Eval based off of similar complaints for devices built before corrective actions were implemented. The rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval, method: device history record was reviewed, complaint data base was reviewed, eval based off of similar complaints.

Event description:
The rotator came off of the h3rrc stopcock in the kit several times. No additional info. There was no report of harm or injury.